Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming [nc] report, and CAPA. No ncs nor capas were identified in veeva. There were several complaints identified against this lot; however, with various failure modes. Therefore, this is not considered a trend. Devices met specification prior to release.

Event description:
According to the available information, during the placement of the altis, the first side [left] was placed with no issues. Second side placed with dynamic anchor and the round bead from the anchor could be seen hanging on suture out of patient midway toward the tensioning loop. Bead is still on the tensioning suture. Normal sized pelvis, adequate incision, average patient size, technique with trocar looked normal. The surgeon cut the static side and removed the altis. A new one was opened and placed with no issues. There was no patient injury or adverse events, only a few minutes of additional time added to case.

Manufacturer narrative:
A partial altis sling with dynamic suture attached, and detached dynamic anchor, were received for evaluation. Examination of the returned sling revealed the tensioner was near the loop of the dynamic suture. Microscopic examination of the static side of the sling revealed straight edges in a ¿v¿ formation, indicating the static end of the mesh most likely was cut with a sharp instrumentation to remove. The dynamic anchor was detached from the tensioner. Blood residue was noted on the sling and introducers. The information received indicated the dynamic anchor broke off the suture during tensioning. Based on the implant process, if properly placed, the dynamic suture would have been adjusted after the dynamic anchor was placed. The tensioning process would most likely have resulted in the tensioner being nearer to the mesh than the dynamic suture loop (as noted on the returned product). The dynamic anchor may have detached from the tensioner, but if properly placed, the dynamic anchor would have most likely remained inside the patient. A review of the device history record confirmed the devices from this lot met all specifications prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information, during the placement of the altis, the first side [left] was placed with no issues. Second side placed with dynamic anchor and the round bead from the anchor could be seen hanging on suture out of patient midway toward the tensioning loop. Bead is still on the tensioning suture. Normal sized pelvis, adequate incision, average patient size, technique with trocar looked normal. The surgeon cut the static side and removed the altis. A new one was opened and placed with no issues. There was no patient injury or adverse events, only a few minutes of additional time added to case.